Event description:
Emergency medical service personnel were attempting to monitor a patient during routine transport. Allegedly, the device illuminated the service required indicator and the electrocardiogram trace went flatline. A back up monitor was available and used to continue monitoring. There were no adverse effects to the patient reported as a result of the alleged malfunction.